Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On june 21, 2024. Senseonics was made aware of an hypoglycemia event where the patient complained of inaccurate sensor readings. The sensor was inserted on (B)(6) 2024. The issue happened on (B)(6) 2024 and was reported to senseonics on (B)(6) 2024. The customer reported that blood glucose (bg) value on (B)(6) at 3 pm was 39 mg/dl where as sensor glucose (sg) reading was 330 mg/dl. A transmitter diagnostic log was requested from the customer which was reviewed and a return material authorization (RMA) was issued for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data in data management system (dms) which is a cloud platform for eversense systems. Based on the initial investigation analysis, the system performance had deviated from the normal behavior. To further investigate the issue and to determine the root cause, the return material authorization (RMA) was issued for sensor replacement. However, the sensor was never received and a result, no further investigation or root cause analysis was possibe. Based on the review of glucose data, transmitter diagnostic log and the pictures provided by the customer, the possible root cause of the observed inaccuracy could be sensor glucose being significantly lagged from the blood glucose and/or the calibration of the system during the periods of rapid glucose changes. B4. Date of this report updated to 18 seotember 2024. G3. Date received by manufacturer updated to 13 september 2024. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.